Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a connectivity issue when attempting to pair a new dexcom g7 sensor to the ilet, resulting in an on-pump message instructing to connect the cgm or enter a blood glucose, with dosing expected to stop soon. Symptoms included no adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and education by having the user restart the ilet, after which the dexcom app indicated the cgm was starting to connect and the user was advised to allow additional time for the ilet to establish connection. Investigation of this case revealed that the issue was consistent with a transient communication or pairing failure between the cgm and the ilet that resolved after device restart and waiting for connectivity. It was concluded, based on previously established findings for similar reports, that the cause was user¿device communication interruption that resolved with standard troubleshooting.